Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a drawer failed to open and not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.1, 3.2 failed to open and device was not detected on bus. A field service engineer (fse) found that drawer 3 had no power across all boards, indicating the need for replacement boards. Specifically, drawers 3-1 and 3-2 lost power due to a surge and require new controller boards. To restore functionality, the fse replaced all boards associated with auxiliary drawers 3-1 and 3-2, successfully bringing the drawer back online. The system functioned as intended after the field service engineer repaired the device.